Manufacturer narrative:
Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. The reagent has been formulated to minimize this effect."

Manufacturer narrative:
The samples are suspected of containing an interfering factor. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t stat assay from 1 patient on a cobas 6000 e 601 module. Five different samples were collected on the same day. All results were reported outside of the laboratory. The high results were questioned because they did not fit the patient's clinical picture and did not correlate with their negative tni and ckmb results. The first tnt result was 29320 ng/l with flag. The second result was 29970 ng/l with flag. The third result was 32011 ng/l with flag. The fourth result was 28683 ng/l with flag. The fifth result was 27632 ng/l similar results were obtained on this patient across multiple roche analyzers at 2 sites using the same reagent. The instrument serial number is (B)(4).